Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had been having difficulty charging their implanted neurostimulator. Patient said they had gone through passive recharge mode several times, but after a while it just said it couldn't charge at all and they would get an error message that said connection lost, call medtronic. Patient said they had done the passive recharge mode for maybe 15-20 minutes at a time; agent reviewed passive recharge mode information. Agent asked, patient said they last charged their implant fully a week or so ago, before they went on vacation. Patient was actively trying to charge the implant during the call, and confirmed the green light was flashing above the screen. Patient described seeing 0-51-92 on the passive recharge screen, and when they moved the paddle around, the low number did not change. Agent had patient continue charging for a few minutes to see if they could get the exact error message to come up, and patient was eventually able to start charging with excellent quality; however, the quality was flipping between excellent and poor. Patient mentioned the cord where it met the paddle was becoming warm. The issue was not resolved. A request was sent to the repair department to replace the recharger.